Manufacturer narrative:
Block h6: based on the additional information received from the facility, the physician gave control of the lumiguide wire to a less experienced user, that may caused or contributed to the dissection. Investigation conclusions code, d1102 (unintended use error caused or contributed to event) is included. In the initial MDR, investigation conclusions code, d12 (known inherent risk of device) was listed and remains appropriate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a2 & a3b: date of birth and gender were not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is belgium. Blocks h3 & h6: the lumiguide wire was discarded; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a lumiguide wire was used in an aortic procedure. The lumiguide was loaded with a non-philips guide catheter and inserted into a non-philips steerable sheath, then advanced to the right renal artery (raa). During cannulation of the rra, resistance was encountered at the curve. Checking with contrast, a dissection was noted, and was treated with the original planned procedure by bridging a stent. This adverse event is being submitted because the lumiguide was in use when a dissection occurred, requiring intervention. There was no alleged malfunction with the lumiguide.